Event description:
It was reported that 3 stents were implanted into a pt for sfa stenting approx 3 months ago. Recently, it was discovered that the blood flow was not that good. After an x-ray, it was found that there was thrombosis within the stent and there were some fractures along certain sections of the 3 stents. There was a very bad fracture on the middle stent which is the site of the original stenosis. The dr tried to salvage by doing an angioplasty and he did manage to restore flow to the stents but was unsure how long this would last.

Manufacturer narrative:
This is being reported because this device is the same or similar to one that is marketed in the united states. The sample remains implanted. With the info rec'd to date, the result of the investigation is inconclusive and the root cause is unk. This is the same pt as MFR report# 9681442-08-00151, -00148.